Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire inside the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, a cable on the force bipolar instrument broke causing a tear in the peritoneum/fascia tissue while dissecting the hernia. No repair was needed. Minimal blood loss occurred. The mesh was able to be applied as planned. The procedure was completed robotically.